Manufacturer narrative:
The study was performed between october 2008 and may 2015. (B)(4). Facility name: (B)(6) hospital. Jun kim, seok suh, hyun han, comparison of outcomes in totally tubeless percutaneous nephrolithotomy according to nephrostomy tract sealing with fibrin versus gelatin matrix: a prospective score matching study, springer-verlag gmbh germany, part of springer nature 2019. Urolithiasis journal, https://doi.org/10.1007/s00240-019-01126-0. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 51 patients underwent totally tubeless percutaneous nephrolithotomy during nephrostomy tract closure in which floseal was used. Floseal was used to stop patient¿s hemorrhages. Floseal was applied to the area under guidance and 5 minutes of manual compression was applied in the area, followed by skin closure. Lastly, the balloon intended to block stone fragment, blood clots and sealant material passage to the ureter was removed (afterwards). Following application and closure, 24 patients experienced hematomas and 8 patients required ureteral stent placement. At the time of this report no further detail was provided regarding additional treatment, interventions for the events or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.